Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing and noise while the patient was running on a treadmill. The presented to the hospital emergency room and was admitted for evaluation. Review of stored device memory noted an atrial fibrillation (af) monitor episode where the markers appeared misaligned. It was noted that the episode corresponded to the time the patient completed a remote interrogation. Further review of stored device memory noted that the misaligned markers were related to a combination of sensing differences. Boston scientific technical services (ts) discussed troubleshooting and programming options. The physician opted to continue monitoring the patient through the remote home monitoring system at this time and the patient was discharged from the hospital. No additional adverse patient effects were reported. This product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.